Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and the rtos (real time operating system) cpu assembly were evaluated and replaced. System software was also reloaded as part of the repair process. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported to this event.